Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Healthcare professional reported "device migration/implant malposition". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported via nbir right side device migration/implant malposition. Device has been explanted and replaced.